Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker had a high out of range impedance measurement. The ra lead is from another manufacturer. It was noted that there was a potential noise oversensing signal that was observed on a stored atrial episode. Also the presenting electrogram (egm) showed possible latent capture on the ra lead. The health care professional (hcp) was to contact the patient for lead testing. No adverse patient effects were reported.